Event description:
The customer reported that the unit unexpectedly shutdown and then showed a "power interrupted - device error service required" inop.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter would not power on.. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2010 and obtained the following information. The patient reported that the alleged power issue began on (B)(6), 2010 at approximately 11:40am. The patient stated he has just finished racing in a triathlon when the issue started. The patient confirmed that 1 hour prior to when the issue started, he had successfully tested with the subject meter (during the race) and obtained a "normal result." The patient informed the mss that he manages his diabetes with insulin (on an insulin pump). The patient stated as a result of not being able to test his blood glucose, he took no action regarding his diabetes management. Approximately 2 hours after the alleged power issue began, the patient claimed he began to feel nauseous and threw up. The patient denied developing any other symptoms. The patient informed the mss that he associated the symptoms with a high blood glucose and bolused 20u of humalog insulin in response to the symptoms. At approximately 3:00pm that afternoon, the patient stated he purchased a new meter. The patient reported obtaining a reading in the low 200 range. At the time of troubleshooting, the cca noted that the subject meter's battery did not need to be replaced per the onetouch ultralink owner's booklet recommendation. The cca confirmed the patient was using the correct test strips. The alleged power issue remained unresolved. Although the patient treated himself for a high blood glucose, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a serious injury. In addition, given the short time between the onset of the alleged issue and the reported symptoms, the patient likely felt symptomatic prior to or when the issue began. Therefore the meter did not contribute to the patient's symptoms. However, this complaint is being reported because the alleged power issue was not resolved.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.